Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') and genital haemorrhage ('bleeding: general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes result: malposition. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with hysterectomy (partial). At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events : device dislocation, bleeding: general abnormal bleeding, pelvic pain, abdominal pain, dysmennorhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition, malposition of essure device location of device,') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterus enlarged, endometriosis, paratubal cyst and uterine fibroid. Essure confirmation test(s) conducted, specify: yes. Result: malposition. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with hysterectomy (partial). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: malposition of essure device. One side was not placed correctly and they had to do the procedure again to the placement correct. Pathology test - on (B)(6)2018: a. Endometriosis, biopsy: fibroadipose tissue with endometriosis. B. Superficial to bladder, biopsy: fibroadipose tissue with endometriosis. C. Uterus with bilateral tubes, hysterectomy and bilateral salpingectomy benign cervical tissue with mild chronic inflammation. -proliferative endometrium. -intramural leiomyoma. -fallopian tubes with focal hemorrhage and paratubal cyst (left).. Lot number:20214172. Manufacture date: 2009-09. Expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition, malposition of essure device location of device,') and genital haemorrhage ('bleeding: general abnormal bleeding') in a female patient who had essure (batch no. 20214172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterus enlarged, endometriosis, paratubal cyst and uterine fibroid. Essure confirmation test(s) conducted, specify: yes result: malposition. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with hysterectomy (partial). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: malposition of essure device. One side was not placed correctly and they had to do the procedure again to the placement correct. Pathology test - on (B)(6) 2018: a. Endometriosis, biopsy: fibroadipose tissue w1th endometriosis. B. Superficial to bladder, biopsy: fibroadipose tissue with endometriosis. C. Uterus with bilateral tubes, hysterectomy and bilateral salpingectomy benign cervical tissue with mild chronic inflammation. Proliferative endometrium. Intramural leiomyoma. Fallopian tubes with focal hemorrhage and paratubal cyst (left).. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia)" were added.medical history, lab data and reporter information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.